Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2021-04017. 2015691-2021-04018. 2015691-2021-04019. 2015691-2021-04020. 2015691-2021-04021. 2015691-2021-04022. 2015691-2021-04023. 2015691-2021-04024. 2015691-2021-04025. 2015691-2021-04026. 2015691-2021-04027..

Event description:
As reported by an edwards lifesciences affiliate in switzerland, through review of medical article 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli, corresponding author thomas pilgrim, the following event(s) was/were identified as pertaining to an edwards device. All patients undergoing tavr at (B)(6) hospital. The present analysis included consecutive patients with an aortic valve annulus area less than 430 mm2 who underwent transfemoral tavr with either a medtronic self expanding (supra annular) thv or an edwards balloon expandable (intra annular) thv between january 2012 and june 2021. There was 1 patient with an unknown sapien valve implanted had a coronary artery occlusion during the procedure.

Manufacturer narrative:
This is one of eleven manufacturer reports being submitted for this case. The dates of the events are unknown; however according to the article the study period was between january 2012 and june 2021. For this reason the first day of the reported study period (01 january 2012) was used as the occurrence date. In this case the exact valve model number is not available. Therefore sections d1 and d4 of this report will reflect an unknown edwards sapien transcatheter heart valve. The possible PMA numbers associated with an edwards sapien transcatheter heart valves are: p110021 edwards sapien transcatheter heart valve; p130009 edwards sapien xt transcatheter heart valve; p140031 edwards sapien 3 transcatheter heart valve; p140031 edwards sapien 3 ultra transcatheter heart valve system reference article okuno taishi et al. 5 year outcomes with self expanding vs balloon expandable transcatheter aortic valve replacement in patients with small annuli. Cardiovascular interventions 16.4 (2023): 429440. Per the instructions for use IFU coronary flow obstruction is a known potential adverse event associated with the transcatheter valve replacement procedure. The IFU cautions that safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets near coronary ostia. In addition it warns that caution should be exercised in implanting a bioprosthesis in patients with clinically significant coronary artery disease. Coronary obstruction can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention eg percutaneous coronary intervention pci .multiple patient factors could put the patient at risk for coronary flow obstruction during the thv procedure including significant underlying coronary artery disease and bulky calcification of tentative leaflets and root. Displacement of calcium deposits with embolization of debris into one of the arteries or aortic dissection with continuity of the rupture into the intima of one of the coronary ostia can result in this complication. Additionally minimal distance between the native annulus and the coronary ostia bulky calcification long native leaflets and obliterated coronary sinuses. Procedural factors such as torn native leaflet during balloon valvuloplasty plaque shift deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre procedure assessment of theoretic valve root and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv . Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered degree of calcification on leaflets annulus to coronary ostia distance length of the valve leaflet width of the valsalva sinuses movement of the leaflets during bav patency of coronaries during bav and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion 1 aortogram or tee before thv implantation to reveal bulky calcified leaflets; 2 during predilatation note bulky calcification on valve moving towards ostium on left main; and 3 consider aortogram during valvuloplasty to assess coronary flow. The edwards thv manuals also advise the operator on pre procedure assessment of the aortic valve root and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve thv . Training includes patient screening device preparation approach deployment imaging procedure specific training manuals and proctored procedures in this case there was no allegation or indication a product malfunction contributed to this adverse event. Investigation results suggest based on the limited information provided in the article the cause of the event could not be determined. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure additional assessment of this adverse event is not required at this time. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings contraindications and the directions conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly and any excursions above the control limits are assessed and documented as part of this monthly review. As such neither a product risk assessment nor corrective or preventative actions are required at this time.